Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found.

Event description:
During the implant attempt of the left ventricular (lv) lead the lead would not pass through a stenosis in the chosen lv branch. It could not be "deep seated." A different lv branch was chosen and because of its size, a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.